Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the stylet was returned with the lead and was used for testing. The stylet was fully inserted into the lead without difficulty or resistance. The actual length of the stylet is approximately 60 cm not including the handle. The length of the lead is 58 cm. It was likely observed that the lead was partially extended out of the proximal end even though the stylet was fully inserted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during attempted implant of the right ventricular (rv) lead, the physician questioned the function of the lead and whether the stylet was able to be inserted completely. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.